Event description:
It was reported that the patient experienced pain in the pelvis/hip area following a cat scan procedure that was performed in early (B)(6) 2012. It was noted that the implantable neurostimulator (ins) was turned on at the time of exposure. The patient noted that the ins was not turned off per recommendation of the device manufacturer. The patient has had the pain since the exposure and when the ins is turned off, the pain went away. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot #j0540946v, implanted: (B)(6) 2005, explanted: na, programmer model 3013a, serial #(B)(4). (B)(4).